Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 05-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-11 (B)(4) (hcp, rep): information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 425 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient had an increase in spasticity. When the hcp tried to aspirate the catheter, they were unable to. The entire pump and catheter were explanted and a new pump and catheter were implanted. The patient's dose was then turned down to 50 mcg/day. The issue was considered resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2019-06-06 12:39:08 cst pli# 20 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the [upper/lower] shaft of gear number [one/two] (or the rotor). Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The catheter was returned, and analysis found damage to the transition tube of the catheter body. If information is provided in the future, a supplemental report will be issued.